Event description:
During follow-up, premature battery depletion was suspected on the device. The device was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The device was received at elective replacement battery voltage. Analysis of the device revealed no anomalies in the device battery trend. The device image showed auto-capture enabled and the device was pacing in high output mode at times. As stated in the device manual, high output settings may shorten the time to trigger the elective replacement indicator. After cutting open the device, current drain measurements revealed no evidence of high current or other indications of premature depletion. The implant duration exceeds the total projected longevity based on field settings and is considered normal battery depletion.